Event description:
It was reported that the device stuck in the lesion and surgical intervention was required. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified circumflex artery. A 1.50mm rotapro was selected for an atherectomy procedure and the burr became stuck in the lesion. In an attempt to pull back the burr, resistance occurred. A wire and balloon were used to try to dislodge the burr. The device was cut and a guide extension catheter was placed over it to help free the burr. Open heart surgery was performed to remove the burr. The patient is expected to fully recover.